Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer had previously restarted pump independently when malfunction occurred, and during this call technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to use multiple daily injections as backup insulin therapy.